Manufacturer narrative:
As the complaint products were not returned and sn or lot was not identified, I-sens analyzed the precision issue with a reference meter of the same model and reference strips. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Rep called customer after receiving an email from sales rep about issue. Asked customer if she has all three meters that had issues. Customer does not have the meters. Customer threw one away thinking it was just a one-off issue. Rep went over some variables that can cause the fluctuations in readings. Rep asked customer how many meters she has, and customer stated she has one she can get a serial number from, and she would have to call the station to get the other information. First issue was last thursday or friday with the meter she has. There was about a 200-point difference. Ems was dispatched for a diabetic emergency. Patient wasn't feeling well. Fire was on the scene first, assessed the patient, took blood sugar and reading was 110. When the ambulance got there, the patient's blood sugar was 300. Readings were within 10 minutes. No medications were administered to the patient, all they did was put a saline line in and did 8-10 ccs to flush it. Verified it was a fingerstick test and they disinfected finger before taking the reading. Rep asked about storage and combining strips and caller indicated they store in the same bottle they come in. Customer ended call to take another call. Rep. Called back later to complete call. Customer was unable to get the serial number of the meter like she thought. Rep provided his email, phone number and extension for customer to provide serial number later. Meter and strips are stored together in a jump bag in the side panel of the truck. Rep explained temperature fluctuations can cause issues. Customer will call back in a few days with the other meter having issues. Replaced product and sent return label. On (B)(6) 2020, rep followed up to get information and had to leave a voicemail. Caller never sent product details, did not return meter, and has not called back since.